Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transaxillary/subclavian aortic valve replacement procedure the first 26mm sapien 3 ultra valve deployed had moderate aortic insufficiency (ai) and possible leaflet issues. A second valve placed as a valve-in-valve and ended with a good result. There was difficult access from the right subclavian artery. The team was able to place the first valve 90/10 with moderate ai. The second valve was placed 10% lower with good result. The patient had blood loss at subclavian cut down and received 4 units of blood and repair to subclavian, reportedly due to percutaneous approach with perclose devices, and was unrelated to an edwards device. The patient left room in stable condition. Upon follow up with the fcs, it was stated that the ai was thought to be caused by the valve being placed too high in the annulus.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, device problem and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy thv. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and reviewed; however, it was not relevant to the complaint event (pre-tavr). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to the malposition of the device. With the limited information provided the exact cause is unknown but may be related to the mechanisms above. In this case, aortic insufficiency/regurgitation and improper leaflet coaptation were unable to be confirmed due to unavailability of relevant imagery/medical report. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to these events. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'during a transaxillary/subclavian aortic valve replacement procedure the first 26mm sapien 3 ultra valve deployed had moderate aortic insufficiency (ai) and possible leaflet issues. A second valve placed as a valve-in-valve and ended with a good result... The team was able to place the first valve 90/10 with moderate ai. The second valve was placed 10% lower... Upon follow up with the fcs, it was stated that the ai was thought to be caused by the valve being placed too high in the annulus.' There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflets. Due to limited information provided, a definitive root cause for aortic insufficiency was unable to be determined at this time. An existing technical summary has been documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, over-inflation/post-dilation, and under-expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valves). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and how to deploy valve. In this case, thv was implanted too high in the annulus as reported. Malposition of the thv may have compromised the seal provided by the skirt between the valve and target site (native annulus), leading to paravalvular leak. Thv malposition can also lead to improper forward/backward blood flow pressure with suboptimal leaflet coaptation as reported in this case, resulting in central regurgitation. As such, available information suggests that patient factors (improper leaflet coaptation) and/or procedural factors (thv malposition) may have contributed to the event. The technical summary is applicable for this complaint event because malposition is identified as a potential root cause of regurgitation in this case. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.